Event description:
A physician has had four occurrences of inflammation reaction associated with model u940a uv-absorbing hydrophilic, posterior chamber intraocular lens. This particular pt had a phaco cataract extraction, left eye 12/16/99. The pt subsequently developed what the surgeon describes as a severe inflammation 12/27/1999 leading to secondary surgery same date. At pt's last visit 12/26/99 the visual acuity was at 1" finger count and at a 6 day post-op exam the eye looked very good.